Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a junctional rhythm. The right atrial lead exhibited occasional undersensing of p-waves and oversensing of r-waves and t-waves. The cause was unknown. The atrial electrograms demonstrated some low-level background noise that was not sensed by the device. The patient was asymptomatic to the event. The device was reprogrammed. The patient was in stable condition.